Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 44 mg/dl and now up to 73 mg/dl. Customer treated low blood glucose with 16 oz of apple juice. The insulin pump will not be returned for analysis.